Event description:
It was reported that during a routine device change-out due to eri, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.